Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/major bleed/hematoma: noted golf ball sized hematoma at insertion site. Manual pressure held, however bleeding worsened. After approximately one hour of manual pressure and with the stop of bivalirudin, bleeding slowed. The cause of the access site adverse event was user related as the bleeding was slowed by stopping anticoagulation. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a a 67 year old male for st-elevation myocardial infarction support. A golf ball sized hematoma was noticed at insertion site. Manual pressure held, however bleeding worsened. Angio was taken from repo sheath port and small amount of contrast was visualized at arteriotomy. Shock call was placed, escalation was declined due to bleeding complication. Vascular surgery was called but ultimately could not support until impella is removed. Patient required rotational thromboelastometry of blood and blood product. After approximately one hour of manual pressure and with the stop of bivalirudin, bleeding slowed and dsg was applied. Disseminated intravascular coagulation was suspected and patient continued to deteriorate. Care withdrawn and patient expired.